Manufacturer narrative:
It was reported to abbott a patient was unable to turn on both of their ipgs. Diagnostics showed high impedances on the 1-8 contacts on the lead of the right ipg and 9-16 contacts of the lead of the left ipg. The patient underwent a revision where both leads were replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on two leads. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.